Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, occlusion alarms occurred. The customers blood glucose level was 334 mg/dl. Customer changed the pump supplies and resumed insulin delivery.